Manufacturer narrative:
H3: the product was discarded by the facility and was not returned; therefore, it is unavailable for evaluation. As a result, the reported issue of the unit not sounding could not be confirmed, and no device inspection or functional testing was performed. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Warnings states do not allow batteries to deplete while in the alarm. Change batteries immediately when seeing the low battery led flash red. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. If the alarm low battery led is flashing red or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted (dead) batteries in the alarm to avoid corrosion. Facility reported no fall or injury associated with the event. The patient was transferred to hospice following the incident and subsequently passed away; however, the death was reported as consistent with the patient¿s underlying medical condition and noncompliance with care, and was not attributed to the device or the reported event (alarm not sounding and PICC line removal). All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
On 5/13/2026, a complaint was reported that a patient was found out of a chair after ambulating to the bathroom and had removed a PICC line, resulting in fluid exposure. The patient was also attempting to insert dentures. The posey alarm was active (green light on) but did not alert when the patient exited the chair. Staff confirmed the alarm remained active despite the event. The patient was later transferred to hospice and subsequently passed away.